Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported by the customer's mother that the customer had a button error alarm on the insulin pump. Customer's blood glucose level was 263 mg/dl. Customer's mother called and stated that the customer's pump was not registered and that she is the one that needs to be spoken to since her son has a brain injury and is not able to speak on the phone. Customer's pump was exposed to moisture. Insulin pump will need to be replaced. No additional information provided.

Manufacturer narrative:
No button error alarm was noted during testing. However, intermittent escape button response was noted due to corroded keypad traces. No display anomaly was noted. No moisture damage was noted to the electronic assembly. The insulin pump had minor scratches on the display window, cracked belt clip slot and a cracked reservoir tube lip.